Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from connector event on 24-nov-2024. The site of detachment was the connector. The blood glucose level was 305 mg/dl and the patient was treated with multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.